Event description:
It was reported that during the implant procedure, the atrial lead dislodged and became stuck in the patients right ventricle. The lead could not be retrieved and it was suspected that it had wedged in the trabeculae. Since the lead was not producing ectopy, the lead was capped and a new lead was implanted. The procedure concluded normally and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.